Event description:
It was reported that a malfunction occurred on the pump, accompanied by a malfunction code malf 9. The customer's blood glucose level reached 426 mg/dl due to the issue. To address the situation, the customer prepared to bolus on the pump after the malfunction was resolved. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction did not recur after the reset, allowing the customer to continue using the pump. Customer was advised to reach out if any malfunction codes reappeared and acknowledged understanding of these instructions.